Event description:
Database report of broken I. M nail due to secondary accident (a fall) by the pt. When the pt came in for follow up, the surgeon found the implanted nail was broken at the fracture site which had a nonunion. Cause pt fell while full weightbearing on a nonunion. No indication of product defect.